Event description:
It was reported that the device failed its accuracy test. The device fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device has not been serviced in the past. Visual and functional tests were performed. The customer's reported problem was duplicated by accuracy testing as the pump was found to be under delivering. The root cause of the issue was the expulsor. To solve the problem, the explusor was replaced.